Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced painful contracted bladder, chronic fungal infection, urinary frequency and intermittent hematuria. The plaintiff allegedly experienced dyspareunia, urinary problems, product problem, emotional distress and other unspecified injuries. It was also reported that the plaintiff allegedly underwent a revision on (B)(6) 2010 due to urinary problems. The plaintiff also had a revision on (B)(6) 2011 due to pain and infection. Furthermore, it was reported that the plaintiff died. The cause of death reported were cardiorespiratory arrest, septic shock, transverse myelitis and cardio myopathy.